Event description:
It was reported that the balloon catheter could not be removed in a deflated condition from the 6f terumo sheath after dilation of a stenosis. It became stuck. The entire system and sheath had to be removed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned catheter was evaluated. As received, there was one catheter with the guide wire still inside and a 6f terumo introducer with approximately 5mm of the balloon tip protruding from the distal end of the introducer. Upon initial inspection the guide wire was lodged inside the catheter. The guide wire was measured in three locations. The measurements of the guide wire were .0322 inch, .0327 inch and .0324 inch. The recommended guide wire was an .035 inch. There were 3 severely necked down portions of the catheter shaft. The first necked down portion was approximately 19.5cm from the distal tip and was approximately 4mm in length. The second necked down portion was approximately 15.9cm from the distal tip and was approximately 19mm in length. The third necked down portion was approximately 14.9cm from the distal tip and went all the way into where the catheter shaft was stuck in the introducer. The distal tip of the balloon that was protruding from the introducer was very hard and there were two places where the balloon folds begin that were causing a high profile. It appears there was a small amount of air trapped in the folds. A vacuum was drawn and the balloon was deflated on the balloon. The catheter could easily be removed from the introducer. The balloon had a tightly wrapped profile along the entire length of the balloon except for the distal tip as noted above. The balloon was inserted through the same introducer up to the point of the necked down portion of the shaft. Again, it could be easily removed from the introducer. The result of the investigation was unconfirmed, as the problem could not be reproduced. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.